Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Yes slightly sideways. Did clips not advance fully into the jaws? X. Did device not fire clips (jammed)? X. Did device fire malformed clips? Yes not closed. Did device fire scissored clips? Yes. Did device drop or eject clips? Yes. Was cholangiogram done on procedure? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, all that is known is that the device misfired. Unknown how case was completed. There were no adverse consequences for the patient.